Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned at a later date, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and out-of-range impedance measurements. The patient is pacemaker dependent. The lead was explanted during a routine device replacement procedure. No additional adverse patient effects were reported.